Manufacturer narrative:
The reported events of insulation abrasion and oversensing noise were not confirmed. As received, only the connector portion of the lead was returned in one piece for analysis. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing on and under fluoroscopy externalized conductors were noted the right ventricular (rv) lead. On (B)(6) 2023, the physician elected to cap and replace the rv lead. There were no patient consequences.